Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "1. Place the patient (1.8 - 4.5 kg; 4.0 - 9.9 lb) on the pad. Avoid placing the patients over the manifolds or other high pressure locations. The rate of temperature change and potentially the final achievable temperature is affected by pad surface area coverage, placement, patient size, and water temperature range. 2. The pad surface must be contacting the skin for optimal energy transfer efficiency. A) if desired, the center section of the pad can be wrapped around the patient¿s torso and secured in place using the velcro tabs provided. ¿ if this option is in use, ensure that the edges of the pad are away from articulating areas of the body to avoid irritation. ¿ place pads to allow for full respiratory excursion. (E.g. Ensure free movement of the chest and abdomen are guaranteed). ¿ the pads may be removed and reapplied if necessary. ¿ pads should be placed on healthy, clean skin only. 3. Due to the small patient size (1.8 - 4.5 kg; 4.0 - 9.9 lb) and the potential for rapid patient temperature change, it is recommended to use the following settings to the arctic sun® temperature management system: ¿ water temperature high limit: =40°c (104°f) ¿ water temperature low limit: =10°c (50°f) ¿ control strategy: 2 4. Due to the small patient size (1.8 - 4.5 kg; 4.0 - 9.9 lb) it is recommended to use the patient temperature high and patient temperature low alert settings. 5. Place a core patient temperature probe and connect to the arctic sun® temperature management system patient temperature 1 connector for continuous patient temperature feedback. A rectal or esophageal temperature probe is recommended. 6. Verify patient core temperature with an independent temperature probe before and at regular intervals during use. 7. Attach the pad¿s line connectors to the fluid delivery line manifolds. 8. See arctic sun® temperature management system operators manual and help screens for detailed instructions on system use. 9. Begin treating the patient. 10. If the pad fails to prime or a significant continuous air leak is observed in the pad return line, check the connections, then if needed, replace the leaking pad. Once the pad is primed, assure the steady state flow rate displayed on the control panel is appropriate. The minimum flow rate should be 1.1 l/m. 11. When finished, purge water from pad." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arcticgel pads presented an issue of very low water flow, which interfered in the patient's temperature control therapy. It was further reported that the first unit of the pad was used and it occurred the low flow issue. It was replaced by the second unit, that was from the same batch. This second unit was kept under use until the end of the therapy, even with the low flow issue happening.the therapy procedure was completed with difficulties because the flow needed to be improved.

Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned sample noted one opened (no original packaging present), neonatal arctic gel pad present. Visual inspection of the pad surface noted no obvious visible defects such as cuts or tears in the foam. Visual inspection of the clear connectors noted no visible chips or deformities at the ends of all connectors. Visual inspection of the tubing for the pad noted a kink at one of the pad line connectors. The original liner was in place on the pad. According the test method, the flow rate was found to be unacceptable for the returned pad. (Acceptable range 2.4 l/min. M2). No hydrogel peeled off pad when separated from the liner. Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be, ¿incorrect setup causing pad lines occlusion, e.g. Kinking.' The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "1. Place the patient (1.8 - 4.5 kg; 4.0 - 9.9 lb) on the pad. Avoid placing the patients over the manifolds or other high pressure locations. The rate of temperature change and potentially the final achievable temperature is affected by pad surface area coverage, placement, patient size, and water temperature range. 2. The pad surface must be contacting the skin for optimal energy transfer efficiency. A) if desired, the center section of the pad can be wrapped around the patient¿s torso and secured in place using the velcro tabs provided. ¿ if this option is in use, ensure that the edges of the pad are away from articulating areas of the body to avoid irritation. ¿ place pads to allow for full respiratory excursion. (E.g. Ensure free movement of the chest and abdomen are guaranteed). ¿ the pads may be removed and reapplied if necessary. ¿ pads should be placed on healthy, clean skin only. 3. Due to the small patient size (1.8 - 4.5 kg; 4.0 - 9.9 lb) and the potential for rapid patient temperature change, it is recommended to use the following settings to the arctic sun® temperature management system: ¿ water temperature high limit: =40°c (104°f) ¿ water temperature low limit: =10°c (50°f) ¿ control strategy: 2 4. Due to the small patient size (1.8 - 4.5 kg; 4.0 - 9.9 lb) it is recommended to use the patient temperature high and patient temperature low alert settings. 5. Place a core patient temperature probe and connect to the arctic sun® temperature management system patient temperature 1 connector for continuous patient temperature feedback. A rectal or esophageal temperature probe is recommended. 6. Verify patient core temperature with an independent temperature probe before and at regular intervals during use. 7. Attach the pad¿s line connectors to the fluid delivery line manifolds. 8. See arctic sun® temperature management system operators manual and help screens for detailed instructions on system use. 9. Begin treating the patient. 10. If the pad fails to prime or a significant continuous air leak is observed in the pad return line, check the connections, then if needed, replace the leaking pad. Once the pad is primed, assure the steady state flow rate displayed on the control panel is appropriate. The minimum flow rate should be 1.1 l/m. 11. When finished, purge water from pad." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arcticgel pads presented an issue of very low water flow, which interfered in the patient's temperature control therapy. It was further reported that the first unit of the pad was used and it occurred the low flow issue. It was replaced by the second unit, that was from the same batch. This second unit was kept under use until the end of the therapy, even with the low flow issue happening.the therapy procedure was completed with difficulties because the flow needed to be improved.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the arctic gel pads presented an issue of very low water flow, which interfered in the patient's temperature control therapy. It was further reported that the first unit of the pad was used and it occurred the low flow issue. It was replaced by the second unit, that was from the same batch. This second unit was kept under use until the end of the therapy, even with the low flow issue happening. The therapy procedure was completed with difficulties because the flow needed to be improved.